Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that reservoir did not show any signs of damage, customer is not sure where the leak came from, may have came from leaks past both o-rings.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was leaked . Customer¿s blood glucose level was unknown. Customer stated that he was smelling insulin since he fell and the smells like there is insulin in the reservoir compartment. The customer stated that the self test was performed and it was passed. Customer states the location of the leak was inside the reservoir compartment. The customer stated that device was exposed to the moisture. The customer stated that fluid under the reservoir compartment and the liquid crystal display. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir does not leak.